Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg/ml for a total dose of 500.6 mcg/day and bupivacaine 20 mg/ml for a total dose of 5.006 mg/day via an implantable pump for non-malignant pain and radiculopathy. It was reported on (B)(6) 2018 the patient experienced pain at the pocket site. The patient reported the pain at the pocket site was an ongoing problem. Interventions included the entire system was explanted/not replaced on (B)(6) 2018. The device disposition was unknown. The outcome of the event was unresolved at time of study exit/death/study closure. The clinical diagnosis was pain at the pump pocket site. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was the pump pocket. The event date was (B)(6) 2018. No further compilations were reported/anticipated.

Manufacturer narrative:
Additional review determined that the previously reported information pertains to manufacturer's report (B)(4) tissue in sc connector/explant]. Additional information regarding these events will be reported under that manufacturing number. If information is provided in the future, a supplemental report will be issued.